Event description:
It was reported that a spectrum pump had a bad key pad during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing,the reported problem 'had an issue: bad key pad. The issue is a physical damage to all keys. ' was unable to be reproduced during evaluation. Evaluation observed no physical issues to keypad. A bad keypad was not reproduced as the keys making a double beep when pressed but did not affect the function. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.